Manufacturer narrative:
D9: device returned to manufacturer on 2024may09. One device was received for evaluation. Visual inspection found a cracked top case and plunger case. A 'motor rate error' was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the old and dirty stepper motor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had motor drive error. There was unknown patient involvement and unknown harm/adverse event was reported.